Event description:
The customer reported a blank screen on their pump, despite the screen being backlit, which affected their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.